Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl. Customer treated with the insulin pump. Customer stated that she feels fine and did not contact her health care professional for her high blood glucose. Customer stated that she treated with the pump. Customer ran a manual prime and the insulin did exit the tubing. Customer found that her bolus history was correct. Customer stated that she did not have a tubing clamp. Customer was advised to call back to continue troubleshooting when she receives one. Customer was advised to do a complete set change. Customer removed the infusion set from her body and stated that the cannula was bent but not occluded. Customer was explained that high blood glucose is often caused by site or set issues. Customer mentioned that her blood glucose was 360 mg/dl last night and she woke up with blood glucose of 400 mg/dl.